Event description:
It was reported that the customer had a low battery alert and an off no power alarm. Customer changed the battery and the pump will not turn on. Customer changed the battery again and it took a long time to turn on. Customer also replaced the battery cap. Customer wants the pump replaced because she feels it is unreliable. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The device was monitored for several days and no low battery alert or off no power alarms occurred during testing. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.